Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve seem to have a leak. No additional information has been provided.

Manufacturer narrative:
Updated fields:  b1, b2, d1, d2a, d4, d6a, d6b, d9, g3, g6, h1, h2, h3, h6, h10 the certas valve (ID 828800pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was hydrated. The valve was visually inspected; needle holes in the needle chamber were noted one of the needle holes was quite large. The valve was leak tested and only leaked from the needle hole in the needle chamber. The complaint is confirmed. The root cause for the issue reported by the customer is could be due to user, using the wrong needle, as noted in the IFU, if hypodermic injection is required, inject with a 25-gauge or smaller non-coring huber type needle into the reservoir only additional information received: patient injury: no action or procedure being performed. Lumbar peritoneal shunt actions taken: replaced device did the patient experienced any signs and symptoms? No.

Event description:
N/a.